Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, stitches, movement limitation.

Event description:
Patient reported capsular contracture grade IV, pain, stitches, movement limitation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g2, h6.

Event description:
Health professional reported the device has been explanted.

Event description:
Patient reported right side "capsular contracture grade IV, pain, stitches, movement limitation., "inflammation around the breast muscles" and "oval nodule". Device has been explanted.